Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use an admiral xtreme balloon catheter during procedure to treat a moderately calcified lesion in the su perficial femoral artery (sfa). There was no damage to device packaging. There was no issues noted while removing device from hoop/tray. The device was prepped per IFU. During balloon inflation, balloon burst occurred. It was reported that the balloon exploded before it reaches proper air pressure while inflating using an inflation device. All balloon fragments were removed from patient. There was no patient injury reported.

Manufacturer narrative:
Device evaluation: the admiral xtreme catheter was received with the balloon chamber in a post-inflation profile, (e.g. Not tightly wrapped and winged. The over-molded y-manifold was examined; no abnormality or deformity was noted. A 10cc water filled syringe was attached to the proximal hub luer lock and the guidewire lumen was flushed; clear fluid was observed exiting the distal tip of the catheter. A 0.035¿ compatible guidewire was loaded through the distal tip of the catheter and navigated out the proximal hub of the catheter with ease. A 10cc water filled syringe was attached to the inflation lumen luer lock of the y-manifold and a vacuum was pulled but could not be maintained; this indicates a leak in the catheter. The syringe was pressurized and a leak in the balloon chamber was noted at the proximal end of the balloon chamber. Upon closer examination a longitudinal tear was noted in the balloon chamber material. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.